Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip and cracked lcd window.

Event description:
It was reported by the customer that their insulin pump up arrow button was unresponsive. Customer declined troubleshooting and did not want a replacement pump. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 118 mg/dl at time of reporting. Nothing further reported.